Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they'd lost 120 pounds since they were implanted and it seemed like the implant had moved down. Patient stated they knew this was the case because their bottom had been 3 times the size it was now when they were first implanted. Patient stated since the weight loss, the therapy just hadn't seemed to work as well for their symptoms. Patient stated they've had to go "all over the programs" and they stated they would think it was working but then it didn't and some of the programs that used to work for their symptoms no longer did. Patient stated they'd lost the weight over the course of 11 months and that they still had 40 pounds more to lose to reach their goal and that they'd done the weight loss all on their own by changing their eating h abit and lifestyle choices. Patient stated when they got the therapy, it had been a life saver for them and that they used to have urine just pouring out of them prior to getting the implant and they had been at their wit's end by the point they got the implant. Patient stated then they started exercising and told the hcp they would lose weight and they did. Patient stated it never hurt them before but now when they sat down, they felt the hard box of the implant and it was painful. Patient stated their symptom issues began probably within the last 2 months or so and that when they made therapy changes, they no longer felt the stimulation vaginally where they had felt it before. Patient stated they felt the stimulation now in the bottom of their butt on the left side and it wasn't in the bike-seat. Patient wanted to know if the lead "could get lost/shift." Patient services reviewed considerations for weight loss for the implanted system with the patient and redirected the patient to follow up with their managing health care provider (hcp) to address the issue. Patient stated they were certain the lead and ins moved as a result of the weight loss and stated they had an appointment with their hcp on thursday. Patient stated they hadn't told the hcp about the situation yet, it was just their yearly f ollow up visit and they wanted to get medtronic's take on the situation first so that was why they called. Patient services reviewed the role of patient services with the patient and again redirected the patient to follow up with their health care provider (hcp) to check the implanted system. The patient stated they would reach out to the hcp to alert them of the situation. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2q2ay, implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.